Event description:
Bedside rn noticed patient's lines were leaking at the cap site. Noticed when flushed that the cap was still leaking. Unsure where it is leaking from, but blood was stuck in the cap and leaking.